Manufacturer narrative:
No evaluation has been performed as the resolution was confirmed on call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after they had been in the application for a while, a gray window appeared in the clinical software overlayed on the application. A manufacturer representative clicked it and it gave options to minimize, maximize, or close. The representative clicked close and the entire application closed. After rebooting the system, it functioned normally. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information from a manufacturer representative that they had not seen this issue before and were unable to replicate it.